Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced a disc space error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had encountered disc space error. A field service engineer (fse) found the hard drive filled with sql dump files and replaced it with a new pre-imaged (1.6.1) drive. Synchronization and setup were successful. The customer logged in and confirmed everything was working. The fse contacted a technical support specialist (tss) to repair the database and clean up the remote smart service (rss) profile. After updates, the fse performed a fresh system synchronization and rebooted the machine, which ran smoothly. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced a disc space error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.